Event description:
It was reported by service report that the locking spring is not working on the cot fastener. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Rail assembly.